Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s cgm displayed glucose readings between 40-45 mg/dl. No bg meter measurement was obtained at that time. The patient self-treated with candy, soda, and food; however, cgm values remained low and did not improve. The patient replaced the sensor. After the warm-up period, the new sensor displayed a glucose value of 55 mg/dl. The patient reported symptoms including weakness, difficulty walking, drowsiness, and inability to remain awake. Emergency medical services (ems) were contacted. Upon arrival, ems measured a bg level in the 300 mg/dl range; no cgm value was reported. The patient was transported to the emergency room (ER) for further evaluation. At the time of the report, the patient had just arrived at the ER, and no additional information, including treatment details, was available. Attempts to obtain follow-up information from the patient were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.